Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No problem was found with the cassette fluidics; therefore, the root cause of the reported event cannot be determined conclusively. The returned sample met specifications. Through investigation of this complaint, it has been determined that no problem was found with this product. Therefore, no further actions will be pursued at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that message of aspiration failure was displayed during the cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.